Event description:
A customer contacted baxter's (B)(4) reporting that water was leaking from the homechoice (hc) machine after use. The home patient (hp) stated that when he opened the hc door to remove cassette, water came out from under the hc machine. The technical service representative (tsr) had the hp inspect the cassette, and the hp stated that it seemed damp but not soaking wet. The tsr assisted with troubleshooting. The hp stated that he would continue therapy and would call back the following day if the issue repeated. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp, the hp stated that he did not locate the source of the leak in the cassette; however, he was confident that the leak came from the cassette. The hp stated that he did not notice any defects on the supplies during setup that day. Per hp, he notified his nurse of this event. The hp confirmed that he did not have any injury or harm as a result of this incident. The hp stated that he did not receive any alarms. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was from a home patient (hp) who noted a leak after therapy was completed. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore an evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.